Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the reported malfunction. The cse downloaded the latest software revision onto the customer purchased graphic user interface (gui) printed circuit board (pcb) to resolve the issue. No component replacement was needed. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, at startup, a ventilator graphic user interface (gui) lower display was blank. It is unknown if there was patient involvement. There was no report of serious injury or death associated with this event.